Event description:
Pt was in grave cardiac condition. Angiography done with unsuccessful angioplasty and stenting. Severe hypotension developed. Poor response to meds. Intubated and vented. CABG not appropriated. Iabp placed while family decisions made. Pt transferred to ICU with iabp in place and functioning in attempt to keep pt alive pending arrival of other family members. Pt in moribund condition. Pressures dropped. Flat lines on monitors indicating death. At this point, iabp shut itself off.